Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the programmed user interface pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio-control's further evaluation of the removed user interface pcb assembly at the failure analysis center determined the cause for the malfunction to be a heat sensitive ic chip, designator u2.

Event description:
The customer biomed reported that the device intermittently showed white screen and failed to complete the boot up cycle. The device was unable to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.